Event description:
Upon induction of anesthesia, unable to support pt ventilation due to incomplete circuit. A gas leak was heard, but not identified. In the meantime, pt ventilation was supported with o2 cylinder, and did well. Valve, circuit, co2 cannister were checked. The co2 cannister was replaced, and the circuit was complete.